Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111337 - the dentist reported that 2 months after the dental implant was installed in intraoral region #7 it was verified its non- osseointegration . Implant was immediately carried out, 65 ncm of primary stability was achieved and immediate load was executed. Patient presented bone type iii.